Event description:
It was reported that the customer was hospitalized for high blood glucose of 190mg/dl. The nurse requested testing the device, but the insulin pump was not available at time of the call. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.